Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of staphylococcus epidermis which is an organism that is found on human skin. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed to touch contamination, as reported by the patient¿s nurse.

Event description:
A peritoneal dialysis (pd) patient contacted technical support requesting assistance with a medicated last bag. Upon follow-up, the patient's pd nurse stated the medicated bag was antibiotics for peritonitis. Per the nurse, the patient was experiencing symptoms of abdominal pain. The patient was subsequently hospitalized and diagnosed with peritonitis. A pd culture was obtained in the hospital which yielded growth of staphylococcus epidermis. The patient was treated with vancomycin (dose unknown) and cefazolin (dose unknown) intra-peritoneal (ip) while hospitalized. The patient was discharged and resumed pd therapy on the same cycler as before, with a medicated last bag of cefazolin 1500 mg ip (reported in initial call). Reportedly, the patient has since recovered. The pd nurse confirmed the patient did not have any fluid leaks or experience any other issues with a fresenius device that could have caused or contributed to the event. According to the patient's nurse, the event was related to touch contamination during pd therapy.